Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the chair is veering to left after about 100 feet of driving.